Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the monitor was working fine during the next case, he freed up some memory to prevent future issues. The issue has not occurred again.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and the issue could not be replicated. The representative did delete 160gb of patient data but it was unclear if that was the cause of the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being outside of a procedure. It was reported that staff cart monitor screen was black, but flickering blue lines at the top.